Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. The event has not been confirmed due to no product was returned for evaluation. The analysis is complete as of today december 15, 2011.

Manufacturer narrative:
The actual device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. If in the future any additional information or the actual complaint sample is returned a follow-up medwatch will be completed. The event has not been confirmed due to no product returned for evaluation. The analysis is complete as of today (B)(6), 2011.

Event description:
Adverse event information from pms (post marketing surveillance) patient: (B)(6), male (B)(6) 2011(operation date): cas operation was performed to r-ica using relevant device for distal protection. After operation, feeling of numbness on the left hand appeared. Head CT scan was undergone. Hemorrhagic transformation was confirmed in the previously presented brain infarction part. (B)(6) 2011: 30 days follow-up was performed. Recovered note:physician denied the relationship between the relevant device and this adverse event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.